Manufacturer narrative:
Additional reporter name and mail ID:(B)(6). Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) inspected the unit, reviewed the error logs, and operated the device for an extended period but was unable to replicate the reported issue. All system functions operated as intended without any faults observed. The fse explained to the customer that the alarm may have been caused by a possible patient circuit leak due to the autofill alarm. No device malfunction was identified, and the unit was returned to the customer for continued use.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 had display is stating leak alarm when connecting to patient. The customer was informed that a possible patient circuit leak due to autofill alarm occurred. There was no patient involved.